Event description:
Per the clinic, the patient was explanted (date not reported), due to an injury to the head resulting in bruising. Further information has been requested in regards to the device, but was not available at the time of this report.